Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "calcification", "siliconoma" and "the implant ruptured and is leaking fluid". This record is for the right side. The device remains implanted.